Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) was displaying error codes, and the unit was inoperable. There was no pt involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device, and verified the graphic user interface (gui) error codes indicating a loss of communication. The cse replaced the gui cable, and updated the software. All required calibrations and tests were performed, and the unit was operating within manufacturer's specifications. (B)(4).